Manufacturer narrative:
A request was made for the journal article author to provide the serial number for this right atrial (ra) lead, but the information was not provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Bogachev-prokophiev, a., r. Sharifulin, et al. (2016). "Successful totally thoracoscopic management of a superior vena cava perforation with a pacemaker lead." Heartrhythm case reports 2(4): 300-302.

Event description:
Boston scientific received information from a journal article that an (B)(6) patient experienced lead complications following pacemaker implantation. The patient received a competitor's pacemaker and two boston scientific leads. One day following implantation, the pacemaker control presented abnormal sensing and pacing parameters of the atrial lead and that lead was repositioned. Four days later, both leads needed to be repositioned. Following this, the patient had a subferile temperature. Antibiotic treatment was attempted without effect. A right-side hemothorax was found. A pleural puncture was performed which removed 1000ml of hemorrhagic liquid. At 15 days post implant, the patient was emergently transferred to a different facility. Loss of atrial capture, diaphragmatic stimulation, insignificant pericardial effusion, and hemothorax up to 10.0cm were noted. The patient underwent pleural puncture, during which an additional 600ml of hemorrhagic liquid was removed. The patient was taken to the operating room. A perforation was found in the extrapericardial portion of the svc, and migration of the right atrial pacemaker lead into the right pleural cavity (without active bleeding) was noted. The pericardium was opened, and no evidence of hemopericardium was found. The lead was removed and replaced with a competitor's model. One drainage tube was placed into the pleural cavity. The postoperative course was uneventful. No additional adverse patient effects were reported.